Event description:
It was reported that there was a grinding sensation while removing the set screw from the header during an unrelated procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of grinding sensation while removing the set screw was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) voltage level. A visual inspection of the header revealed the ventricular septum and setscrew stripped off with the thread damaged by the user. This is consistent with inserting the wrench tool at angles and forcing the setscrew at angles to the connector block. Electrical and mechanical analysis was performed after replacing the damaged screw and no grinding sensation was observed while inserting and removing the setscrews multiple times with normal force. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.